Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-11495.

Manufacturer narrative:
The reported event cannot be analyzed by the manufacturer via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-11495. It was reported the patient experienced leg weakness and a ¿stinging¿ sensation along the spine. The patient was instructed to turn the stimulation off. Additional information revealed the patient underwent surgical intervention wherein the scs system was explanted.